Event description:
Information was received from a patient who was receiving fentanyl (unknown dose and concentration) and dilaudid (hydromorphone) (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that since implant the patient has had no pain relief and she was getting pain so bad from the implant site that she was being woken up 4-5 times a night. The patient stated she was wanting to know if this was normal. The patient was redirected to their healthcare provider. The patient stated the hcp started with fentanyl in the pump and now put in hydromorphone that was not helping with the pain at all. The patient was wondering if there was a way to check the catheter because the patient thought the catheter was not working. The patient stated she had a bad spasm where the pump was implanted and it was so bad it shook the top part of her leg. The patient stated this happened about 2 months ago, but felt it may be related to the catheter not working. The patient mentioned her pump was not alarming. The patient t stated they also take oral hydromorphone 8mg a day. The patient stated her last fill was in july and the next refill was due in february. The patient stated she was seeing the hcp on monday (B)(6) 2023 and would discuss this with him because she was very frustrate ted and concerned that there was something wrong with the pump/catheter.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2022. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 16-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.